Event description:
Event description cpi received information that during battery changeout, this endotak lead initially exhibited normal impedance, but after subsequent high energy shocks impedance dropped to less than 10 ohms. A second shock attempt with a new pg device also revealed impedance of less than 10 ohms.